Event description:
Reportedly, while being inflated, the balloon burst inside the cavity. All pieces were retrieved. Used another device to complete the procedure. No injury. Procedure: unk. Patient sex: unk.